Event description:
Information received with return of the explanted device notes premature battery depletion. The amplitude was programmed high at the previous follow-up when the depletion was first observed. The magnet rate was 86 ppm. The physician wanted to make sure that the patient was safely paced. Therefore, the device was replaced. There were no consequences to the patient.